Event description:
It was reported that this right ventricular (rv) lead was oversensing noise resulting in the delivery of inappropriate anti-tachycardia pacing therapy. The field suspected an insulation abrasion of the rv lead causing the reported clinical observations. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was oversensing noise resulting in the delivery of inappropriate anti-tachycardia pacing therapy. The field suspected an insulation abrasion of the rv lead causing the reported clinical observations. No changes were made and the rv lead remains in service. No adverse patient effects were reported.